Event description:
It was reported that the ECG displayed atrioventricular pacing that was superimposed". The device was programmed to aai mode and the atrium was not being paced. An x-ray confirmed atrial lead dislodgement.

Manufacturer narrative:
No medwatch form was received.